Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 340 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. No insulin was delivered during the initial prime test. However, after changing the infusion set and reservoir, the prime test passed. The high pressure test passed. The customer last changed her infusion set the day prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.